Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device keeps reading, "downstream occlusion." There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint downstream occlusion (dso). Review of alarm history found downstream occlusion alarm on multiple dates. No relevant service history was found. Dso seal was found to be separating from bezel. Chassis was found damaged near upstream occlusion (uso) sensor. Lcd lens was scratched. Replaced chassis, dso sensor, dso seal, uso sensor, uso seal, air detector sensor, expulses, camshaft, camshaft gear, motor gear, detection pins, detection pin springs, detection pin seals, and lcd lens. Probable cause of primary problem was dso seal separating from bezel. Device now passes tests after repair.